Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material adhered to the nozzle, and it is likely that foreign material remained because the device was not reprocessed properly due to a leakage from the insertion section. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that foreign debris was protruding from the colonovideoscope air / water nozzle. There were no reports of patient involvement.